Event description:
Pt's mother called to report a zevex infinity pump error alarm "no food". She attempted to troubleshoot and clear the alarm and used various feeding sets and different packages of feeding formula, but was unable to clear the error. Happens at the beginning or middle of feeds. Pump exchanged. Diagnosis or reason for use: ICD-9 code 751.1 and 579.3.